Manufacturer narrative:
As reported, fluid leakage was noted inside of the bard/davol hydrosurg plus battery compartment during the case. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Based on evaluation of the device it appears the fluid leak presented and passed the lip seal barrier. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related. Sample evaluated.

Event description:
As reported, on (B)(6) 2021 during an unknown procedure a bard/davol hydro-surg irrigation device was leaking fluid from the battery compartment. It was reported that the device did function as intended. There was no reported harm to patient or user.